Event description:
Per echo-crt adverse event report, this cxr showed a likely lead dislodgement. As this lead has dislodged before (reference MDR 1028232-2009-01712) and the pt is doing well clinically, the decision was made to exit the pt from the study. The type of intervention performed, if any, is unk.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.